Manufacturer narrative:
Device evaluation: level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with cracked enclosure and tank cover. Wear and tear damaged front cover and line cord and outdated pcb and power switch. Investigator started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported issue was confirmed because the device started leaking right away. According to the investigation, a crack in the enclosure near the drain fitting caused the leak caused by daily use wear and tear led to the reported problem. The investigation reported that no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical level 1 hotline low flow system, leaking was noticed. It was reported that cracks in the housing tank caused the leakage. No patient involvement reported.